Event description:
There have been six reports of incorrect troponin values released. The incorrect values were obtained using the same chemistry analyzer. 1) troponin imprecision on bayer centaur resulted in reporting of incorrect troponin value of 0.07. The repeat on another analyzer was 0.03. 2) troponin imprecision on bayer centaur resulted in reporting of incorrect troponin value of 0.08 and 0.39. The repeat on another analyzer was 0.02. 3)troponin imprecision on bayer centaur resulted in reporting of incorrect troponin value of 0.08. The repeat on another analyzer was 0.02. 4) troponin imprecision on bayer centaur resulted in reporting of incorrect troponin value of 0.30. The repeat on another analyzer was 0.13. 5) troponin imprecision on bayer centaur resulted in reporting of incorrect troponin value of 0.15. The repeat on another analyzer was 0.09. 6)troponin imprecision on bayer centaur resulted in reporting of incorrect troponin value of 0.028 and 0.09. The repeat on another analyzer was <0.02. In all six cases the corrected report was called to the rn. The results were corrected in the computer with a note of explanation. There was no patient intervention due to the incorrect lab results. The company was called and service came to fix the problem. Service thinks that air was trapped in the lines after the daily cleaning. We do not know how that occurred or how to prevent it in the future. The quality control for the troponins worked and the technician had no reason to doubt the operation of the instrument for the troponin assay.